Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error. The ventilator was investigated by our field service engineer on-site and the monitoring pc board was replaced which resolved the issue. No parts was returned for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The correction of field #g3 date received by manufacturer was required in initial emdr #8010042-2021-02667. This is based on the internal evaluation. #g3 date received by manufacturer: previous date received by manufacturer: 07/06/2021; corrected date received by manufacturer: 10/29/2021.